Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open and bleeding skin irritation on their back from the lifevest. The patient applied benadryl spray and eucerin cream to the irritation. The patient also reported having bed sores and using calmoseptine cream. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient that she can remove the lifevest when there is another person present with her. Outcome of the skin irritation is unknown.